Event description:
It was reported that the left ventricular (lv) lead was placed in the right ventricular (rv) pace/sense port as a replacement for the rv pace/sense portion. Subsequently, the lv lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.